Event description:
It was reported that the 9800 system would intermittently not image during a case. The 9800 system had to be re-booted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired and the boards were re-seated during the service call. The system was tested and found to be working as intended and put back into service.